Event description:
It was reported that the patient's new right ventricular (rv) lead had dislodged. The dislodgement was discovered due to loss of capture and high pacing impedance. Therefore, the physician elected to reposition the lead on (B)(6) 2021. The patient condition was stable.